Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the smart pass feature on this device was automatically disabled. Additionally, review of device information found the patient received possible inappropriate non-isolated shocks however, the patient was unaware. Technical services (ts) reviewed the stored atrial fibrillation (af) event and the patient's brady rate measured 30 bpm and there was some normal positive and negative qrs complexes in which it was difficult to tell if this was a true ventricular event or af with rapid ventricular response (rvr). Also, there was t wave overesensing which resulted in a six second pause. Ts stated that the patient was shocked because the rate was 200bpm. Ts recommended to capture a subcutaneous electrocardiogram (s-ECG) with a fast rate and to review it with the physician to determine the origin of the tachycardia. At this time, the system remains in service. No additional adverse patient effects were reported.